Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, swelling, capsular contracture baker grade unknown, rupture and granulomas.

Event description:
Patient reported "become aware of the recall severe pain hooks and swelling, and after imaging tests, contracture and rupture was confirmed" against right side device. Patient later reported "small granulomas" and "foci of alteration in the fibrous capsules that may be related to degradation of the silicone casing" via MRI report. Device remains implanted.

Event description:
Patient's representative reported "bleeding gel" and "anxiety. The events of "food intolerance, loss of libido, arthralgia and myalgia... Depression, xerostomia and xerophthalmia, hair loss" are not device related. Device remains implanted.